Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 121.2070. Account name: (B)(4). Account #: (B)(4). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: contact: (B)(4). Contact email: (B)(4). Contact phone: (B)(4). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had error 121.2070 on pcu8015 sn (B)(6). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: (B)(4) confirmed pcu had manufacture approved battery. I recommended eddie to replace power supply processor board. He will send unit in for flat fee repair. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00804232 case subject: npi 8015 error 121.2070 account name: st francis hospital bartlett account #: 10011474 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: eddie had error 121.2070 on pcu8015 sn (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: eddie confirmed pcu had manufacture approved battery. I recommended eddie to replace power supply processor board. He will send unit in for flat fee repair. (B)(4).